Manufacturer narrative:
Device has not been reported as explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an aiming arm wasn't working properly during a tibial nail insertion procedure to treat a tibial fracture; it was not able to be used to attach screws. There was an approximate ten to fifteen (10-15) minute surgical delay. X-ray and a circle technique, the screws were free-handed, used to complete the case. This report is for an unknown nail. This is report 3 of 5 for com-(B)(4).